Manufacturer narrative:
Concomitant medical products: 4965-35 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was further reported that both the right atrial (ra) lead and right ventricular (rv) lead exhibited pacing failure, over-sensing, insulation damage, low impedance and high thresholds. Reprogramming occurred. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.